Event description:
It was reported that the pk dissecting forceps instrument made the system go into fault mode. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and confirmed the instrument moved intuitively with full range of motion in all directions. Instrument recognition and engagement passed. A electrocautery cord was attached to the instrument and hooked up to a generator. The cautery feature functioned properly and no faults were created during activation. Engineering also observed the distal end of main tube has two 1.5 inch long sections, that are 90 degrees apart, with material removed. The sections are 1.5 inches and 4 inch above the tube extension and parallel to tube axis. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.